Event description:
It was reported that fluid and blood leaked from the bd venflon¿ pro safety IV cannula with instaflash¿ during the antibody infusion treatment. The following information was provided by the initial reporter: "leakage from the hat when did the incident occur? During use places a pivc on a patient in day care who is to receive antibody treatment. Set the pivc and good backflow is obtained. Starts the infusion. When about 20 ml of saline has gone in and a few ml of antibodies, the patient calls me as there is fluid and blood dripping from the pivc. Immediately stop the infusion. Aspirates from the entrance of the pivc, obtains good backflow and blood comes into the syringe. Flushes the pivc with saline. Can be flushed fine, the infusion does not go subcutaneously. It is then noted that liquid is leaking from the "hat" that sits on top of the pivc. Pulls the existing pivc and the patient gets a new pivc and treatment can then continue. The antibody is not tissue toxic."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fluid and blood leaked from the bd venflon¿ pro safety IV cannula with instaflash¿ during the antibody infusion treatment. The following information was provided by the initial reporter: "leakage from the hat when did the incident occur? During use places a pivc on a patient in day care who is to receive antibody treatment. Set the pivc and good backflow is obtained. Starts the infusion. When about 20 ml of saline has gone in and a few ml of antibodies, the patient calls me as there is fluid and blood dripping from the pivc. Immediately stop the infusion. Aspirates from the entrance of the pivc, obtains good backflow and blood comes into the syringe. Flushes the pivc with saline. Can be flushed fine, the infusion does not go subcutaneously. It is then noted that liquid is leaking from the "hat" that sits on top of the pivc. Pulls the existing pivc and the patient gets a new pivc and treatment can then continue. The antibody is not tissue toxic."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-sep-2023 . H6: investigation summary our quality engineer received 1 used sample submitted for evaluation. The reported issue of leakage could not be confirmed, as the returned sample was contaminated with cytostatics (chemotherapy) and a detailed investigation will not be carried. This is a precaution we take to protect the health of our quality engineers, and we apologize for any inconvenience this may have caused. Bd could not determine a manufacturing related root cause since an investigation of the sample was not performed. Production records were reviewed, and this batch meets our manufacturing specification requirements.